Event description:
Information received indicating that the cadd solis vip pump gave error code 44510. There was no patient involvement in the reported event.

Event description:
Oracle ro 1069130: error code 44510. Additional information received on 20-may-2020: no patient involvement.